Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the daily threshold and impedance measurements trends. It was noted that this lv lead is a competitor lead. Upon review, the presenting electrogram (egm) showed the lv lead impedances measurements to be greater than 2000 ohms. No adverse patient effects were reported. This lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).